Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine check the pulse generator was found to exhibited premature elective replacement indicator. There has been no intervention at this time. No patient symptoms were reported.